Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. There are no details as to the nature of the patient's injuries and no medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol kugel patch. (B)(6) 2009: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the kugel patch. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol kugel patch. (B)(6) 2009: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the kugel patch. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with recurrent ventral hernia (x2) and umbilical hernia thereby underwent open repair with the implant of composix kugel patch (device 1) and ventralex mesh (device 2). Per operative notes, ¿umbilical and ventral hernia (x2) sac were dissected out. A composix kugel patch (device 1) was placed into the ventral side and sutures. A ventralex mesh (device 2) was placed into umbilical region and sutures.¿ (B)(6) 2009 - patient was diagnosed with recurrent ventral hernia, adhesion thereby underwent open repair with implant of ventrio mesh (device 3). Per operative notes, ¿hernia sac was dissected out. Previously placed mesh was intact. A ventrio mesh (device 3) was placed and sutured.¿ (B)(6) 2018 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of bard flat mesh (device 4). Per operative notes, ¿recurrent ventral hernia was situated just above the previous repair. Hernia sac was dissected out. A bard flat mesh (device 4) was placed into the preperitoneal space and sutured. Inferiorly the mesh was incorporated into the previous repair.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. There are no details as to the nature of the patient's injuries and no medical records have been provided. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers and gender of the patient. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2 (outcomes attributed to adv ev), b4, b5, b7, g1, g3, g6, h2, h6, h10, h11 corrected fields: d1 (brand name), d4, g4 (PMA/510(k)). This supplemental emdr represents the bard/davol mesh - composix kugel (device 1). An additional emdr was submitted to represent the bard/davol ventrio mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.